Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during initial implant procedure, a dislodgement was noted on the left ventricular (lv) lead. The physician elected to use another lead to implant. The patient was stable.